Event description:
It was reported that post implant, the right ventricular lead exhibited loss of sensing in the bipolar configuration. The patient's pulse generator was reprogrammed to unipolar. There were no consequences for the patient and the patient's condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.